Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet control cannot be confirmed. A definitive root cause cannot be determined. This product falls within the scope of a corrective action which is reviewing issues with debris in packaging. Inspection of the returned item confirms there is an unknown green piece of debris found. The piece of debris appears to be from a glove. Product was returned opened and debris was sent back without its original packaging; complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a green piece was found inside the liner upon opening. There were no rips or tears in his gloves and was not near the back table. The piece of green glove looked clean and was noticed immediately upon opening the liner. It was removed from the field and a second liner was opened. Attempts have been made and additional information on the reported event is unavailable.